Event description:
As reported by the user facility (translation of user facility information by (B)(4)): a nurse after cannulization of the vein leaves the catheter over a pad. When retiring all material is injured with the catheter. The shield was not covering the bevel completely. The incident is registered in the hospital but fortunately the patient had not an infection. No contamination of the nurse.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). One full sharps container was returned with content consisting of various blood cutlery, syringes and cannulas. There was used one introcan safety pur 20 gage found inside. The fixation of the cannula tip through the clip was checked visually. The clip covered the cannula tip properly. No functional faults were noted. Thereupon the clip was removed and pulled back and slid itself forward into the safety position. No functional faults were detected. The sample met specification. Based upon the results of this investigation, no specific conclusions can be drawn regarding the cause of the reported event. If additional pertinent information becomes available, a follow-up report will be filed.